Event description:
It was reported that the user¿s ilet system showed ¿pairing with sensor¿ for the libre cgm, the ilet app was not paired with the pump, and dosing was projected to stop soon; the user restarted the ilet, re-paired the app with the pump, and then scanned and activated a new libre sensor that had not been previously scanned, after which the cgm began its warmup. Symptoms included no reported adverse symptoms. Outcomes included anticipated interruption of automated dosing until sensor warmup completion; blood glucose testing and manual entry to continue dosing during warmup were advised but declined, and the user was transferred to the cgm manufacturer for further assistance. Investigation included technical troubleshooting with guidance to restart the ilet, repair the app-pump connection, and scan the sensor, along with education on maintaining dosing during warmup through fingerstick entry. Investigation of this case revealed connectivity and pairing issues between the cgm and ilet that were resolved by re-pairing and sensor activation, with dosing interruption risk inherent to cgm warmup. It was concluded that the event was related to cgm pairing and warmup behavior with no patient injury and that user education and partner handoff were appropriate.